Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the device did not power up the first time, however, when the device was opened up it powered up. When a functional test was run the device powered up with an error. (B)(4): analysis found that the analyzer signals functional test was out of specification.